Manufacturer narrative:
The cartridge was returned to animas. Although the cartridge was returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge. (B)(4).

Event description:
The patient reported that his blood glucose (bg) was 485mg/dl with nausea and not feeling well. He treated himself with an insulin injection. In a follow-up phone call his bg reached 501mg/dl. He noticed when he went to change his cartridge there was insulin in the cartridge compartment. The patient stated that this is the third cartridge from the same box that he noticed was leaking. This complaint is being reported because of the patient's alleged hyperglycemic event associated with a leaky cartridge.